Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during capacitor maintenance, noise was observed. The noise was reproduced during testing and charge time limit reached alert was present again. The updated findings will be discussed with the physician.

Event description:
New information received notes that the device was explanted and replaced.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier for charge time limit reached. Based on review of session records, the charge time limit was reached during the turbo reform portion of the capacitor maintenance sequence. During a subsequent device interrogation, a manual capacitor maintenance was normal. Patient will be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of extended charge time was confirmed via review of the device image. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.